Event description:
A pt with a history of angina, hypertension, and smoking was admitted for coronary eval. The pt was currently taking aspirin and ticlid. Heparin was administered during the procedure. Angiography revealed a de-novo, type-c, totally occluded (cto) lesion in the mid-lad. The lesion length was approx 40mm and vessel diameter was 2.5 approx 3.0mm. Pre-dilatation was conducted with a balloon (2.0/20mm) at 14 atm for 10 seconds. The first cypher stent (2.5/18mm) was implanted at 18 atm for 20 seconds. Then a second cypher stent (3.0/23mm) was placed proximal to the first cypher and overlapping it, and was deployed to 16 atm for 15 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Ticlid was taken for one-year post procedure. Approx 34 months post index procedure, the pt complained of chest pain and came to the hospital. St-elevation was observed on ECG. Of note, the pt had discontinued aspirin therapy about one-month prior. Angiography revealed a thrombus within the previously implanted cypher stents in the mid-lad. To treat the thrombus, aspiration thrombectomy was conducted. Then a driver stent was implanted within the cypher stents. Physician's comment: the possible cause of the thrombotic event was because the pt stopped to take anti-platelet medicine and got dehydrated due to diarrhea and emesis.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. Foreign cypher product is not distributed in the us; however, it is similar to the us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01982 and 9616099-2008-01985.